Event description:
Reporter states customer received results of 267 mg/dl on the advantage system and 121 mg/dl on professional's meter within 10 minutes. No blood glucose symptoms reported with these results. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: vicodin 500mg as needed; imdur 30mg once daily; lantus 42units at night; lisinopril 40mg once daily; nifedical xl 30mg 1/daily; restoril 15mg pm as needed; zocor 20mg once daily; nitroglycerin 0.4mg as needed;